Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage to the coupler unit, the scope cannot be attached smoothly. However, the most probable cause for damage to the head unit and e238 was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service repair technician indicates that the scope cannot be attached smoothly, damage to the head unit and e238 error was found. There was no patient involvement.